Manufacturer narrative:
The visual examination of the returned device revealed galling marks on the inner shaft. The observed galling marks indicated that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments. Ascent healthcare solutions' IFU states: "do not apply excessive pressure or side-load the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record indicates that the returned shaver passed all applicable inspections and tests prior to release.

Event description:
The device emitted metal shavings during the procedure. No shavings were left in the patient; and there was no adverse outcome to the patient.